Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked down and then stopped working. It would not fire any clips. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Jaws unable to open_open after assisted, malformed clip. The analysis results found that the (B)(4) device was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without no difficulties noted; one pear shaped clip was released. It should be noted that a corrective action has been initiated to address the root cause of the opening issues. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing of the device, the anti-backup feature was found to be non-functional causing one partially formed clip; this finding is not related with the event reported. The remaining eleven clips were conforming according to our manufacturing specifications. No incident related to the reported event was observed during the batch record review.